Manufacturer narrative:
The customer advised that they identified the issue with the device, and would not be returning it for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an issue with the image. The image is too dark. When the camera is plugged into the light source, the screen goes black. The socket is loose to where you can actually move it. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07143. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the equipment has been in use for more than five years since its manufacturing, and that the socket tabs of the output connector have worn out and broken due to repeated use. As a result, it is assumed that the output connector becomes loose and the image cannot be transmitted between the scope and the video processor. Olympus will continue to monitor complaints for this device.